Event description:
The base separated from the port. The pt was receiving chemotherapy for colon cancer. Pt experienced some extravasation. Contacted the cancer ctr. Rn stated the therapy the pt was receiving was 2 hours of oxalaphitin and leucovorin by a drip bag. Following that treatment they flush with 10cc's of saline. At that point the pt complained of pain in the chest area. Rn went to aspirate blood and had a difficult time aspirating. But by applying pressure on the needle rn was able to aspirate. After getting a good aspiration pt was given the first 2ml of 5fu (chemotherapy agent). The hosp requires aspiration check after every 2 ml of chemo. During aspiration, the rn had to apply pressure to the needle in order to get a good blood draw.